Manufacturer narrative:
(B)(4). Additional information requested and received: what is the product code of the device? Is the device available for return? How is the surgeon categorizing or defining air leak? How long after the procedure was the air leak identified? Was the leak associated with an alleged deficiency of the device? Were any staple malformation issues identified throughout the care of the patient? (B)(4) patients were reported. Can you please confirm the total number of patients that had air leaks alleged to be associated with the ethicon device? Did any of the air leaks require medical or surgical intervention? Did all patients have extended hospital stays? What is the current status of the patient? There is no additional information, the patient was able to go home 7 days later.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the product code of the device? Is the device available for return? How is the surgeon categorizing or defining air leak? How long after the procedure was the air leak identified? Was the leak associated with an alleged deficiency of the device? Were any staple malformation issues identified throughout the care of the patient? 8 patients were reported. Can you please confirm the total number of patients that had air leaks alleged to be associated with the ethicon device? Did any of the air leaks require medical or surgical intervention? Did all patients have extended hospital stays? What is the current status of the patients?

Event description:
It was reported that during a bi-lobectomy (post-op) procedure, he had an air leak on (B)(6) 2018. It is unknown if another like device was used to complete the procedure. The patient is still in the hospital.